Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the user experienced a prolonged low blood glucose between 50¿70 mg/dl, treated with oral glucose, and later a high up to 281 mg/dl after making meal announcements while glucose was still low and after a delayed announcement, which extended the low and contributed to hyperglycemia; the ilet did not alert for the event, and no hospitalization occurred. Symptoms included none reported. Outcomes included successful correction without medical intervention or assistance. Investigation included review of event details, device use, and user education on target settings and appropriate timing of meal announcements. Investigation of this case revealed use-related issues, including making meal announcements during hypoglycemia and using a meal announcement to bring glucose down after a missed announcement; the user was coached to raise alert targets and to wait for glucose to stabilize before meal entries. It was concluded, based on previously established findings for similar reports, that the cause was undetermined with contributing user interaction factors. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.